Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had 6 infusion sets and 6 reservoirs that did not work. She explained that the cannulas were bent and the reservoirs would not push up insulin through. Blood glucose value was 128 mg/dl. No troubleshooting was done. The reservoir would be replaced and she agreed to return the product for analysis.